Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, when the physician attempted to cut for the first time, it made a snap like it cut, but the snare snapped the wires at the connection in the handle. When the snare was pulled out, only the sheath came out and the wires remained in the channel and had to be pulled out separately. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop unable to cut.